Event description:
It was reported that the wire was sticking in the device during testing at the manufacturer. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was corrosion built up inside the device. This condition could cause the device to stick, and not allow the collet to release the wire.